Event description:
I had the hsg test to confirm my fallopian tubes were blocked. One of my tubes was blocked by the essure coil however the other coil did not embed on my tube but rather in my muscle. I now have to have my fallopian tubes removed since essure failed.